Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported dampened wave form and potential sensor drift was observed on the hf sensor. The sensor was recalibrated via echo (noninvasive technology). Reportedly, the patient condition is stable.